Manufacturer narrative:
Based on the claim against the product by the customer noting non-intuitive motion, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis (fa). The curved-tip sureform 45 stapler was analyzed and found to have not been used. Visual inspection found no damage. The instrument was able to clamp and fire successfully. A log review did not reveal any failures. The instrument had 12 uses remaining. Additional observation(s) not reported by site: while the instrument was installed on the in-house system, the roll motion moved intuitively. However, manual articulation of the main tube/shaft found there to be friction or resistance during rotation. The difficulty of manual articulation is caused from the main bushing with the housing being out of spec. The root cause for this failure is attributed to manufacturing. Fa was not able to confirm or replicate the complaint regarding unintuitive motion. The probable root cause of this issue was attributed to non-device related factors. This complaint is being reported due to the following conclusion: it was alleged that the curved-tip sureform 45 stapler instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the curved-tip sureform 45 stapler moved when the surgeon had not moved it at the console. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.

Manufacturer narrative:
On 06-jan-2023, the following additional information was obtained: the instrument motion was described as shaking. The issue occurred when the surgeon's head was inside the high-resolution stereo viewer (hrsv) while manipulating instruments. The instrument moved to scale with the surgeon's commands. There was no instrument-to-instrument or system arm-to-arm interference. The issue was persistent, so the customer swapped the instrument out for a new one. There was no harm to the patient. The device was inspected prior to use with no damage noted.

Event description:
Refer to h10/h11 for follow-up information.